Manufacturer narrative:
The complaint investigation for a falsely elevated architect stat high sensitivity troponin-I result included a review of complaint text, a search for similar complaints, trending data, labeling, and device history records. Return testing was not completed as returns were not available. Historical performance of reagent lot 29323ud00 was evaluated using worldwide data from abbottlink. Using the worldwide field data, reagent lot 29323ud00 is performing similar to other reagent lots in the field confirming there was no systemic issue. Trending review determined no related trend for the issue for the product. Device history record review on lot 29323ud00 did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency for architect stat high sensitivity troponin-I, lot number 29323ud00, was identified.

Manufacturer narrative:
Additional concomitant product added to field d10.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect stat high sensitivity troponin-I results for several patients. The elevated results were still elevated after repeat testing and were questioned by physicians. There was no impact to patient management reported.